Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2008. Patient experienced pain, difficulty walking, stiffness with movement, and a burning sensation in his hip joint. He also has excessive levels of chromium and cobalt. Patient has not yet scheduled a revision surgery. Update: (B)(6) 2013 - sales rep reported revision surgery. Patient was revised to address pain and cup loosening. There is no new additional information that would affect the investigation. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to discomfort, grayish looking synovial material, black corrosion on the trunnion, metallosis with grayish green material throughout the capsule, and a thick fluffy grayish synovium. The stem and sleeve have been added to the complaint. The complaint was updated on: (B)(6) 2014. The complaint was updated on: (B)(6) 2013

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened. This follow-up was originally sent on 01/15/2014. During this window the FDA experienced a system failure and that resulted in waiting for confirmation from the FDA to resubmit.